Manufacturer narrative:
(B)(4). Maquet provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet field service technician. A defective 12 amp breaker and frayed wiring to the breaker were found. The breaker was replaced and rewiring was performed. The system was tested to factory specifications and returned to service. A supplemental medwatch will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that the device would turn off after a short period of time when using cardioplegia on a patient. Another unit was brought in for use. No adverse patient effect was reported. (B)(4).